Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Na.

Event description:
The customer complained of a discrepant inr result for 1 patient from a coaguchek xs meter compared to the laboratory result. The meter serial number was not provided. The result from the meter was 6.4 inr. Later in the day, the patient went to the emergency room for an unrelated issue. The result from the laboratory at the emergency room was 3.6 inr. The specific timeframe between the measurements was not provided. It was only stated as the same day. There was no adverse event. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.